Event description:
A blood patch was done after surgery on (B)(6) 2010. Approx two weeks later the pt developed a headache when stimulation was gradually increased. The headache would resolve when stimulation was turned off. The implantable neurostimulator was off for 2 days. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).